Manufacturer narrative:
The customer¿s report of a broken smartsite was confirmed. Visual inspection of the set noted that the clear luer lock that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve component. Functional testing was not performed due to the obvious damage. The probable cause of the damage to the smartsite was identified as lateral force exerted during disconnection of the smartsite valve from a mating component. The definitive root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while giving dilaudid IV push, half way through the flush it broke apart (presumed to indicate the smartsite valve). Backflow occurred, the line was clamped, and the valve and flush were replaced. No other event details were provided. There is no report of any patient harm.